Event description:
It was reported that the customer fell down in the bathroom and suffered lacerations. It was stated that the customer was found by his mother, and he looks pale. The caller gave him 1 be dextrose, and the paramedics were called and took the customer to the hospital. The customer's blood glucose was 146 mg/dl. It is unknown if a hypoglycemia episode was the reason of his falling. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.